Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during dwell. The home patient (hp) ended therapy and was advised to contact their registered nurse (rn) about possible exposure to unsterile air. During troubleshooting, there was no obvious cause for the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.